Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), genital haemorrhage ('gen. Abnorm. Bleeding') and rheumatoid arthritis ('autoimmune diagnosed: rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods),"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), ovarian cyst ("other injuries/sympt : ovarian cysts") and endometriosis ("other injuries/sympt : endometriosis") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, rheumatoid arthritis, dyspareunia, abdominal pain, dysmenorrhoea, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, hormone level abnormal, ovarian cyst and endometriosis had not resolved. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, ovarian cyst, pelvic pain, rheumatoid arthritis and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013 (state of (B)(6)), (B)(6) 2011. Claiming pain: dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping),back: received treatment for pain? Yes claiming bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),gen. Abnorm. Bleed: received treatment for bleeding? Yes. Claiming autoimmune diagnosed? Yes: type of autoimmune diagnosed: rheumatoid arthritis. Received treatment for autoimmune? Yes. Claiming bladder/urinary problems: hormonal changes. If "other" please describe ovarian cysts, endometriosis: received treatment for other injuries/sympt.? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), gen. Abnormal. Bleeding, autoimmune diagnosed: rheumatoid arthritis, bladder/urinary problems, hormonal changes, other injuries/sympt: ovarian cysts, endometriosis. Were added. Removal details added. New reporters and plaintiffs information added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.